Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. The device handling that may result in perforation has been warned in the instruction manual as follows; do not set the output value of the electrosurgical unit too high or too low. Also, do not allow the activation time to be too long or too short. Set the high-frequency output mode of the electrosurgical unit optimally according to the conditions of the tissue to be cut. An excessive or insufficient output value may result in perforation, bleeding, mucous membrane damage or thermal injuries to the non-target tissue. Do not resect tissue too deep. Deep resection of tissue may cause bleeding, perforation, pneumomediastinum and/or aerodermectasia during or after the procedure. When resecting tissue, confirm that there is no irregularity in the resecting area and monitor the patient¿s condition all the time. Do not force the cutting knife against tissue with excessive force while activating output. Otherwise, unintended resection, perforation and bleeding may occur. When resecting tissue, always confirm the direction of resection and use the instrument without excessive force.

Event description:
During an endoscopic submucosal dissection of the upper digestive tract, the subject device was used. In the procedure, the mucosa was being separated with the subject device and perforation occurred. The intended procedure was completed with the subject device. The patient was hospitalized. No further information was provided. This is the report regarding the perforation.

Manufacturer narrative:
There is no information on the sex of the patient. In the event, the physician used clips endoscopically to close the perforation. The cause of the perforation is unknown but the physician thinks that there was no malfunction with the subject device.